Event description:
It was reported that the right ventricular (rv) lead had high impedance and high thresholds, and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the presence of a stuck lead removal wire and severe explant damage prevented electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. There was no anomalies were found. Concomitant: product ID addr01 implantable pulse generator (ipg) (B)(6) 2009, 5594 implantable pacing lead (B)(6) 2009. (B)(4).